Event description:
A malfunction was reported with a code identified as malf 0, and a fault ID of 0x243d. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the malfunctioning pump, ensuring the customer had a backup insulin pump to prevent interruption. Instructions were provided to the customer for using storage mode and returning the defective pump, with a replacement sent promptly.